Manufacturer narrative:
UDI: (B)(4). (B)(6). Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the device was working intermittently (failed functional test). During service/repair, it was determined that the unit's motor was damaged and it had some water marks on it. It was further determined that the electronic control unit (ecu) contacts were corroded and other components were damaged. It was determined that the issues were consistent with improper cleaning and normal wear. Therefore, the reported condition was confirmed. The assignable root cause of the device working intermittently and the component damage was determined to be due to normal wear out from use. The assignable root cause for the remaining failures was determined to be due to improper cleaning methods. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the battery oscillator device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the device was working intermittently (failed functional test). It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.